Event description:
Customer reported that they woke up to the insulin pump beeping and buzzing. Customer stated that they have been pressing the buttons and nothing is happening. Customer's blood glucose reading at the time of the call was 177 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The displacement, operating currents, basic occlusion, occlusion, prime and excessive no delivery alarm tests could not be performed due to the unresponsive buttons. No beeping was noted during the monitoring. The weak signal alarm could not be verified due to the unresponsive buttons. The insulin pump had unresponsive buttons due to an unlocked keypad connector. The insulin pump was received with minor scratches on the display window, cracked case at a display window corner, cracked battery tube threads and a cracked reservoir tube lip.